Event description:
It was reported that arteriotomy closure of an unknown artery was attempted with a proglide device, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was difficulty pulling the black lever. Another device was used and worked fine. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty pulling the black lever was not confirmed, as the lever was able to be opened and the foot deployed during functional testing. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty pulling the black lever incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.